Event description:
During a cryoablation, transseptal puncture was performed with a brk needle through a swartz sl1 sheath, and a slight resistance was felt. A visual inspection of the sheath revealed a perforation was made. A new brk needle and swartz sl1 sheath was then used. The same resistance was experienced and when the brk needle was removed, it was found that the sheath was once again perforated. The transseptal puncture was successfully performed on the third attempt with another replacement of the brk needle and swartz sl0 sheath.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported insertion difficulty and a perforation of the sheath could not be conclusively determined.